Event description:
A malfunction alarm occurred, although no notable events were reported prior to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.